Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted or explanted. (B)(6). Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device history record review: manufacturing site: (B)(4) - manufacturing date: july 5, 2010. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a patient underwent a total knee replacement procedure on (B)(6) 2016. During the procedure, the surgeon was using a hammer (500 grams) when particles were discovered to be coming from the device. No additional information is available at this time. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: the hammer was received with deformed edges of the hammer body; several plastically deformed areas are visible. The device was manufactured in july, 2010, according to manufacturing specifications. Considering the age of this article, and that this instrument was used over several years, it is likely that the cause of failure is not due to any manufacturing related issues. Plastic deformation could be caused by repeated impact on the edges of the hammer body, combined with multiple impacts on the same area. Both occurrences could create chips coming off the hammer body. There is no specific information pertaining to what happened; therefore, it is most likely that wear and tear over the years (as the instrument is nearly 6 years old) led to this damage. Or, handling issues may have taken place. No product fault could be detected. No corrective action required. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.